Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this device exhibited a depletion rate not as expected during a one year duration, as noted during a routine follow-up. No resulting adverse patient effects were reported and to date the device remains implanted and in service.